Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer's chair would not stop lifting allegedly causing the consumer to fall out.